Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had poor barrier separation of sample and foreign matter in tube; biological and nonbiological. The poor barrier separation occurred 10 times, the foreign matter occurred 10 times. The following information was provided by the initial reporter: customer observed excessive cloudiness in plasma samples after having received refrigerated pst tubes from an outside client. They also observed unidentified artifacts in specimens that were poured off from the host tube and re-spun.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had poor barrier separation of sample and foreign matter in tube; biological and nonbiological. The poor barrier separation occurred 10 times, the foreign matter occurred 10 times. The following information was provided by the initial reporter: customer observed excessive cloudiness in plasma samples after having received refrigerated pst tubes from an outside client. They also observed unidentified artifacts in specimens that were poured off from the host tube and re-spun.

Manufacturer narrative:
Investigation: bd received 20 samples for investigation. No photos were received. The customer samples were tested and no issues relating to foreign matter and poor serum/ cloudy plasma were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure (cloudy plasma/fm) because the defect was not evident in the testing of the customer lot samples. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Visual evaluations demonstrated clinical equivalence for cloudy plasma and foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance during manufacturing of the product.